Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld "keeps trying to reset and the screen will fade out to blank", and also that it was giving him an error message. Handheld was subsequently returned to MFR for analysis. An analysis was performed on the handheld, and the cause for the complaint is associated with a broken solder connection near the main battery terminal. The broken solder connection prevented the main battery from making good electrical contact with the pcb. This condition caused the handheld to intermittently lose power and shut down while the device was operating on main battery power. The poor electrical connection also prevented the main battery from being recharged while using the ac adapter. After the solder connection was repaired, no anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.